Manufacturer narrative:
Device was used for treatment, not diagnosis. 2003 may; 12 (3) :219-221. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
A journal article was received: guidewire damage during cannulated screw fixation for slipped capital femoral epiphysis, journal of pediatric orthopaedics part b. 2003 may; 12 (3) :219-221. Authors: james e. Robb, iain h. Annan and malcolm f. Macnicol. The article reports regarding cannulated screw fixation of slipped capital femoral epiphysis. The article reports six cases in which the guidewire was damaged by a cannulated drill. Case number six reported as follows: eleven months prior, the patient presented with mild slip of the opposite capital epiphysis and was treated with cannulated screw fixation. Patient then developed pain in the left hip and was admitted. Patient was systematically well and had hip flexion in external rotation and lost the arc of internal rotation. For this second incident, patient presented in a preslip stage underwent cannulated screw fixation of the left hip. During the procedure, the guide wire broke. Under the image intensifier view, it was noted that the guide wire was bent. The guide wire was retrieved. The procedure was completed with no further problems as a second guide wire was used. The patient recovered uneventfully. A copy of the article will be included in this report. This report is for a guide wire. It is unknown if it was a synthes device. This is 1 of 2 reports for the same event, complaint #(B)(4).